Manufacturer narrative:
Additional information received provided in sections h.6., and h.11. Service history was reviewed for the system. There were no service records (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant and a potential contributing factors identified. A review for complaints reported against this serial number was performed. All relevant complaints found were reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during vitrectomy surgery, an ophthalmic system suddenly crashed, causing unstable intraocular pressure in the patient's eye, which led to a choroidal detachment. After the crash, the device was turned off and restarted, an intravenous drip was immediately used to infuse fluid into the eye to prevent choroidal detachment. The procedure was completed on the same day.